Manufacturer narrative:
P-cap locked in place properly during testing. Proceed by using a new battery cap and a new battery. Unit powers up properly after battery installation. Unit was downloaded successfully using (thump software) for reference. The adapt and baat tools were both utilized to search for any alarms that may have occurred in the past or around the complaint date that might have triggered the reason complaint. The baat tool revealed that a battery cycle 9.0 received the lowbatteryalert (104) on 08/06/2025 01:52:00 after more than 7 days at 25.26 days. Battery cycle 8.0 received the lowbatteryalert (104) on 07/11/2025 19:28:17 after more than 7 days at 17.21 days. Battery cycle 6.0 received the lowbatteryalert (104) on 06/24/2025 04:49:00 after more than 7 days at 17.67 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records.. Proceeded with the following testing to ensure proper functionality of the unit. Unit passed the sleep current measurement and active current measurement test. No low battery alarms or unexpected battery power loss noted during testing. However, the adapt tool was further utilized to search for alarms that may have occurred in the past or during a complaint call that might have triggered the reason complaint. No relevant alarms were noted. The power management parameters graph confirmed that the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) were within spec range. Pump received with normal operating currents. Proceed by cutting the unit open and performing a visual inspection of connectors and electronic assemblies. Per visual inspection, moisture damage was noted, isolate to electronic stack. The following cosmetic damages were noted: pillowing keypad overlay, scratched case, cracked case, and cracked battery tube. In conclusion, customer allegations was not confirmed regarding blank display; no relevant alarms were noted via the adapt or baat tool. However, moisture damage was noted isolate to electronic stack. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and hypoglycemia. The customer also reported that the pump was flickering and blank. The blood glucose value at the time of the event was 285 mg/dl. The customer was treated for hyperglycemia with manual injection and hypoglycemia with carbohydrate intake. The event involved product(s) unomedical, mmt-1780kl, unk_reservoir. Troubleshooting was performed for hypoglycemia and hyperglycemia. It was unknown whether the customer was using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of the reported event. Troubleshooting was performed for display issue and customer stated that the battery cap contacts and battery compartment and/or springs were not damaged. The customer was using the correct battery cap for the pump, inserted a new battery and restarted the insulin pump but the display did not return. No further patient complications were reported. No product return is required for unomedical. Mmt-1780kl was requested, and customer response was the device will be returned. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions. No product return is required for unk_reservoir.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.